Event description:
It was reported that the surfaces of the phantom base assembly systems are strongly corroded, color scaling almost completely gone. Therefore the system is very sluggish. The system was purchased in (B)(6) 2014. Integra confirmed the standard process to the hospital on cleaning and automatic washing. There was no pt involvement.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.